Manufacturer narrative:
Device received with operational currents within spec and passed self test and displacement test. Pump trace download analysis confirmed the insulin pump alarmed power loss alarm and failed battery test due to corrosion at the battery tube. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed a failed battery test. Troubleshooting was performed. They were advised to select the ok button to clear the alarm. The insulin pump alarmed with a replace battery now. The alarm history was reviewed. It was noted that they did not receive a low battery alert prior to the replace battery now alarm. It was noted that a new battery resolved the issue. The customer¿s blood glucose level was unknown. The device will be returned for analysis.